Event description:
It was reported that patient underwent procedure utilizing a cancellous screw in 2009. During the procedure, the head of the screw sheared off and the bottom portion of the screw remains in the patient. The surgeon completed the procedure by using an interference screw and also tied graft over an additional screw and washer. This caused the surgery time to be extended twenty minutes.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of returned component found evidence that suggests it fractured in torsion overload.